Event description:
It was noted during a mitraclip procedure that a small, blue, plastic object came out of the needle during irrigation. During the case, the needle would not advance, or only with considerable force. The stylet was inside the transseptal needle. There were no adverse patient consequences.

Manufacturer narrative:
Additional information d9, e1, g3, g6, h2, h3, h6. An 8.5f swartz braided introducer sheath was received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.